Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-17083. It was reported that the patient presented for routine in-clinic follow up. Upon device interrogation the physician suspected that the right atrial lead had dislodged. A chest x-ray confirmed lead dislodgement, as well as pacemaker migration. The patient was scheduled for revision, and the lead was capped and replaced on (B)(6) 2021. The generator pocket was also revised during the procedure. The patient was in stable condition.